Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a posterior repair due to mixed incontinence with extrinsic sphincter deficiency. On her post-op visit she said that she was having some difficulty with bladder spasms and also noticed a grayish colored discharge coming from the anterior vagina. Post-op visit 2 weeks later she currently is without complaint. Medical history: sinus problems, depression, constipation, asthma, copd, diabetes, high blood pressure, heart trouble, smoker. Past surgeries: hysterectomy (1986), gall bladder (1994). Allergies: morphine, dilaudid, hydrocodone. Family history: diabetes (sister and brother), heart disease (sister), hypertension (brother and sister), alcoholism (brother), breast cancer (mother, 2 nieces).